Event description:
A patient was in the restroom collecting sample, she accidentally spilled the transport media on the floor and her 2 year old son, who was sitting on the floor touched the media then touched his eyes. The mother flushed the eyes with water and the child was seen by a nurse practitioner. The child appeared to be fine.